Manufacturer narrative:
No product available to be returned.

Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 11 mg/dl and 80 mg/dl, and 16 mg/dl and 87 mg/dl. Sets of results were taken on separate occasions. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.